Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 11/12/2025 to 11/13/2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.11. Additional narrative: a visual and functional assessment was performed on the device according to se_113221_ay the following steps failed: section 10: general condition. Section 30: leakage test using bubble emission technique. Section 70: check for sticky triggers. Section 80: check roundness of housing. Section 110: check fitting of the lid. Section 120: check for wear on housing. Section 130: check general function of device. During the service evaluation the following failures were identified: visual: cracked/damaged housing. Internal finding: leak tightness test failure. Functional: will not run. Functional: sticky trigger. Conclusion: failure reported is confirmed. Root cause: user error (3215).

Event description:
It was reported that the battery handpiece device was not working. During in-house engineering evaluation, it was determined that the optical device had a sticky trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.